Manufacturer narrative:
Date of event: event date was not reported, aware date was used as estimate.

Event description:
It was reported that there was a perforation that occurred. It was reported via social media that the patient underwent the watchman left atrial appendage closure procedure. During the procedure a perforation of the patients artery occurred that required surgical repair.